Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. 221 mg/dl (advantage system) and 104 mg/dl (performa system) 2. 199 mg/dl (advantage system) and 97 mg/dl (performa system) 3. 202 mg/dl (advantage system) and 94 mg/dl (performa system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the advantage system.